Event description:
During phacoemulsification procedures, this unit gradually lost aspiration. As a result, the pt suffered a very slight corneal burn which has healed. This unit was used for a number of cases before and after this procedure.